Manufacturer narrative:
Internal investigation into strattice lot sp100427 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of as of (B)(6) 2023, of the 229 devices released to finished goods for lot sp100427, 206 have been distributed with 62 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2016. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number sp100427-201. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6) 2017, for a revision surgery.